Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture and high out of range pacing impedance measurements on the left ventricular (lv) lead, measuring greater than 2000 ohms. The patient didn't ""experienced" asystole. A fracture was suspected due to the impedances; however, it was not visualized on fluoroscopy. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.